Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver case was opened for an internal visual inspection and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon was displayed. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charged and boot test was performed and failed due to call tech support. Error: err121 displayed on screen. The receiver case was opened for an internal visual inspection and failed due to moisture damage found. The log was not downloaded due to usb does not communicate. The allegation was confirmed. The probable cause of this issue could not be determined. No injury or medical intervention was reported.